Manufacturer narrative:
It was reported that the flow control valve was replaced by the end user which resolved the issue. Block a: patient information could not be obtained due to country privacy laws.â â block d4 serial number not available. Block d4 primary UDI number not available as no serial number information provided. Block h4 date of device manufacture not available as no serial number information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.